Event description:
Original procedure date: (B)(6) 2012. Revision date: (B)(6) 2012. Procedure type: one-level l5-s1 fusion. According to the reporter, the rod slipped post-operatively. This was found in an x-ray about three months after the initial surgery. A re-operation was then performed to remove the hardware and revise the surgery.

Manufacturer narrative:
(B)(4).